Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a rocket launch occurred when the lens was inserted into the eye (uncontrolled delivery). The posterior capsule tore an a-vit cutter was used, vitrectomy required. The intraocular lens was removed and replaced with a 3-piece lens. The plunger was turned during the implant, but the plunger did not advance, so the plunger was pushed again at that time. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 10/24/2019. Device evaluation: a packaging box with a cut lens in a bag and a pcb00v were received at the manufacturing site for evaluation. The lens received was observed under 10x microscope and viscoelastic residues were observed, the lens was cut in two pieces. The pcb00v device was observed under microscope and scarce amount of viscoelastic residues were observed. The plunger was in advanced position and locked. The device was opened and no defects were observed in the device, no damages were observed in the upper and or lower body. No assembly errors were identified. The device was evaluated by the subject matter expert (sme) of the manufacturing area and there were no obvious defects or observations that could led into the condition reported under this complaint. As part of the manufacturing process, the lens and the final assembled device go through a visual inspection for particulates and/or fibers and other cosmetic conditions for proper disposition. First, the lens is visually inspected for cosmetic defects. If the lens passes the visual inspection for cosmetic defects, then its measured using the measuring intraocular lens (iol) quality (miq) system. The good lens is then placed inside the preloaded device, during the final assembly process. Once the device is fully assembled (including the lens) the unit is visually inspected for any defects due to final assembly. Acceptable units continue the manufacturing process to primary packaging, sterilization, and then final packaging. Then, functional tests are performed to confirm production order acceptability. Based on the stated above, the manufacturing process contains the controls to identify and discard units with the defect conditions defined on the johnson & johnson surgical vision manufacturing procedures. Based on the evidence observed, it is not possible to confirm if the condition is related to the manufacturing process. Manufacturing record review: based on the manufacturing records review and related documents, the production order was manufactured according to the specifications. The functional tests were reviewed and no deviations were reported. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.